Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion, the patient experienced dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh revision on cystotomy repair on (B)(6) 2013 by dr. (B)(6) md due to mixed incontinence and female pelvic pain.

Event description:
It was reported that the patient underwent vaginal mesh revision on cystotomy repair on (B)(6) 2013 by dr. (B)(6) md due to mixed incontinence and female pelvic pain.

Manufacturer narrative:
It was reported that the patient concurrently underwent bilateral sacrospinous suspension, cystourethroscopy, and perineorrhaphy.

Event description:
It was reported that the patient concurrently underwent bilateral sacrospinous suspension, cystourethroscopy, and perineorrhaphy.